Event description:
It was reported that the subject coil redeployed in the catheter . No clinical consequences reported to the patient.

Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Per the additional information "coil was initially chosen to be first coil to be placed but after putting it in aneurysm, the physician noticed it was undersized and pulled it back into the catheter. When it was pulled back into the catheter it deployed inside the catheter. No nzone or electrolytic deployment was used, it detached on its own inside the catheter". It is probable that the coil was prematurely detached inside the microcatheter during the attempt to pull the coil back into the microcatheter after the initial placement inside the aneurysm. An assignable cause of procedural factors will be assigned to the reported main coil prematurely detached inside patient, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject coil predeployed in the catheter . No clinical consequences reported to the patient.